Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. During the week ending on (B)(6)-2015, the superior vena cava (svc) coil impedance spiked to 212 ohms and has shown additional spikes >200ohms in (B)(6)-2015. (B)(4).

Event description:
It was reported that there was an alert tone on the patient's device every two to four hours. After interrogation the right ventricular (rv) lead superior vena cava (svc) coil impedance was high. The physician maneuvered the connector and the impedance increased then decreased again. The physician was advised to reprogram the lead. The lead remains in use. No patient complications have been reported as a result of this event.